Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer used a portable usb charging block and was able to charge the pump successfully. The customer¿s blood glucose level was 77 mg/dl.